Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose levels. No further information on the reported issue was provided. Customer has back up manual injections for continued insulin therapy.